Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted due to noise which caused inappropriate shocks. The lv lead was explanted due to high thresholds as well. Should additional information be received, this file will be updated.